Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') and myomectomy ('surgery (other) type of surgery: fibroids removed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure conformation test". The patient's medical history included uterine fibroid and anemia. Concomitant products included cetirizine hydrochloride (alegra) since 2017, ibuprofen since 2015, metronidazole since 2015 and tranexamic acid (tranexamic) since 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), blood loss anaemia ("bleeding: anemia, autoimmune disorder type of disorder: anemia"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: chronic bacterial vaginosis"), vaginal discharge ("vaginal discharge") and abdominal pain upper ("stomach pain") and underwent myomectomy (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergy: rash/skin condition, skin allergy") and gastrointestinal disorder ("injuries/symptoms: gi conditions"). The patient was treated with surgery (abdominal supracervical hysterectomy bilateral salpingectomy. And fibroids removed). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the back pain, dyspareunia, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, blood loss anaemia, dermatitis allergic, gastrointestinal disorder, bacterial vaginosis, myomectomy, vaginal discharge and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, back pain, bacterial vaginosis, blood loss anaemia, dermatitis allergic, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, myomectomy, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') and myomectomy ('surgery (other) type of surgery: fibroids removed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure conformation test". The patient's medical history included uterine fibroid and anemia. Concomitant products included cetirizine hydrochloride (alegra) since 2017, ibuprofen since 2015, metronidazole since 2015 and tranexamic acid (tranexamic) since 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), blood loss anaemia ("bleeding: anemia, autoimmune disorder type of disorder: anemia"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: chronic bacterial vaginosis"), vaginal discharge ("vaginal discharge") and abdominal pain upper ("stomach pain") and underwent myomectomy (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergy: rash/ skin condition, skin allergy") and gastrointestinal disorder ("injuries/ symptoms: gi conditions"). The patient was treated with surgery (abdominal supracervical hysterectomy bilateral salpingectomy and fibroids removed). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the back pain, dyspareunia, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, blood loss anaemia, dermatitis allergic, gastrointestinal disorder, bacterial vaginosis, myomectomy, vaginal discharge and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, back pain, bacterial vaginosis, blood loss anaemia, dermatitis allergic, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, myomectomy, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: this case become serious incident. Mr received. Reporter's information added. Rcc and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.